Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia procedure, 2 balloon devices were not able to inflate. They grabbed another device to complete the case. No patient injury.